Event description:
On november 7, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the patient on november 13, 2006, to obtain/verify information. On october 7, 2006, the patient came home form work around 7:00 pm. Earlier that same day in the morning, the patient took the following daily medications as prescribed: 30 units of "n-insulin," 10 units of "r-insulin," and unspecified pills for high blood pressure, water retention, and "circulation." While waiting for dinner, the patient began to feel tired, shaky, pale, and dizzy. He also felt like he could not breath. The patient tested his blood glucose and got a result of "150 mg/dl." The patient's daughter-in-law was called for advice since she is a nurse. The patient did not take any actions to treat himself based on his symptoms or the meter reading. When the daughter-in-law arrived around 9:00 am at the patient's home, she immediately took him to the hospital, since he felt as though he was experiencing low blood glucose symptoms. The patient obtained a reading of "600 mg/dl" in the hospital using an unidentified meter. He was hospitalized for 8 days and treated for high blood glucose and "circulation" issues. The patient was given insulin treatment. He remembered getting reading of in the "300's and 4--'s mg/dl" while in the hospital. The patient informed the mas that he only tests once a week, since he believes the test strips are too expensive. He does not test on any other meter. The patient's wife reported results of "48, 42 (ctl), and 75 mg/dl" form the meter's memory. However, the patient could not recall ever getting those readings. He remembered getting a result of between 200-300 mg/dl the week before the event. The patient mentioned that the result of "150 mg/dl" was lower than normal for him. He stated that he typically gets blood glucose results around 250 mg/dl. The customer care advocate (cca) educated the reporter regarding the use of expired test strips. The patient did not know if he was using expired test strips at the time of concern. The cca also noted that the patient was improperly cleaning the meter with alcohol. The reporter did not have a check strip or control solution to perform quality control checks. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms, got a reading of "150 mg/dl." And about two hours later, the patient obtained a reading of 600 mg/dl in the hospital, where he was admitted for 8 days. The patient received insulin treatment for high blood glucose levels.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.